Event description:
The customer reported the left monitor went blank and kvp and ma drive to max. The picture on the monitor is black.

Manufacturer narrative:
The ge svc rep found the sys to be producing rays, but no image. Further troubleshooting revealed no voltage to camera, found blown f14 and f16 fuses on power signal interface. He replaced the fuses and still no image. Isolate issue to defective camera. Camera has burned components on it. He replaced the camera and performed a beam alignment. System operates as designed.